Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# v003293, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 06-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the ins was being replaced on the day of the call for normal battery depletion. The caller reported they were unable to check the left side ins due to eos. The caller reported abnormal intraoperative impedances on the replacement ins. Impedances were approximately 50 ohms. They opened a new ins and had the same issue. They returned to the first new ins due to pre-programmed settings. The caller indicated they threw out the second brand new ins because she thought only defective devices were returned and it was already contaminated. It was reported the impedance issue did not resolve and the patient currently had a short circuit on his programmed electrode. The caller was not with the patient/hcp to do troubleshooting. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the cause of the short was not determined. The software version in use at the time of the event was patient data service version 1.0.400, communication manager version 1.0.770 clinician app version 1.0.3470 vna version 1.0.73 os version android 7.0.